Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step that this event occurred. It is unknown if there was patient involvement; however, there was no patient injury, medical intervention or adverse event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date of event: the exact occurrence date is unknown. Device evaluation: the customer reported condition was confirmed during device evaluation. The force sensing resistors were found to be damaged and were replaced.